Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during the implant procedure of a dual chamber leadless pacemaker system that during positioning of the right ventricle leadless pacemaker (rvlp) an injection was performed through the delivery catheter and a perforation was noted. A stat echocardiogram was performed and demonstrated cardiac effusion. A pericardial tap was performed and 180cc were drained. The physician elected to abandon the procedure. The patient went to the intensive care unit (ICU) in stable condition.